Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. The customer reverted to an alternate method of insulin therapy. It was also reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provded. Cause was not known. A manual dose injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.